Manufacturer narrative:
Batch review performed on 23 april 2021: lot 175574: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-03-07 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot. Clinical evaluation performed by medacta medical affairs manager: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
Intraoperative spiral femur bone fracture occurred. The surgeon cabled the fracture and completed successfully the surgery.